Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose was 205 mg/dl. The customer stated they are receiving a compromised force sensor alarm. Customer stated the drive support cap is loose and coming out. Customer does not recall pressing the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced.

Manufacturer narrative:
The pump was received with a compromised force sensor system error alarm during the basic occlusion test due to a loose/protruded drive support disk. No motor stop noted during testing. The pump had a missing end cap sticker, a cracked end cap, a cracked case at the display window corner, a missing lcd window, broken battery tube threads, a broken reservoir tube lip, a missing reservoir tube o-ring and a cracked reservoir tube window.